Manufacturer narrative:
Phone number is (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen 2,000 mcg/ml at 99.9 mcg/day via an implantable pump with simple continuous dosing for an unknown indication for use. It was reported that the patient has a suspected infection. A lumbar puncture was performed showing increased white cells. The pocket was also ¿tapped¿ for infection, ¿demonstrating no growth¿. It was reported that discussions between microbology, pain team, neurosurgery department, and neurology, the decision was made to remove the pump. It was reported that there was no complaint about the actual pump. It was reported that there were no known environmental/external/patient factors that may have led or contributed to the suspected infection. It was reported that diagnostic troubleshooting was not relevant to medtronic and that clinical troubleshooting was performed by the medical teams at the hospital. There were no reported interventions required by medtronic. It was reported that the pump and catheter were explanted on (B)(6) 2017 for suspected infection. It was further noted that there was nothing actually wrong with the pump and it was removed as a joint decision by the multidisciplinary team. It was reported that the dose of the compounded baclofen was 99.9 mcg/day initially, but the dose was reduced on (B)(6) 2017 to 96.1 mcg/day due to the patient becoming a bit flaccid. It was further reported from the manufacturer representative that medtronic was not made aware of the removal of the devices until after the event so there was no representative at the case. It was reported that the products were disposed of at the hospital as it was not a pump issue. It was reported that at the time of this report the issue was resolved. It was reported that at the time of this report the patient status was alive ¿ no injury. No further complications were reported and/or anticipated. The patient¿s medical history included multiple sclerosis.